Event description:
This ra lead was implanted on (B)(6) 2013 and remains implanted at this time. A call was placed to technical services on 4/12/2017 stating that there was noise, and pacing inhibition of more than 3 sec. The physician was dr. (B)(6) at (B)(6) medical center. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).